Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Healthcare professional reported capsular contracture baker grade IV. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5 d6b h6. Correction to reason for reoperation: bilateral capsular contracture baker grade unknown.

Event description:
Patient initially reported the capsular contracture baker grade unknown. Right side device has been replaced.

Manufacturer narrative:
Device evaluation:based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe, as it is a medical event. Not related to the device. Anxiety-product/procedure: unable to observe, as it is a medical event. Not related to the device. Additional observations: crease fold observed, on the device, wear abrasion observed, on the device, deformation device observed, on the device, cloudy observed, in the gel, red particles observed, on the device, white calcification-like observed, on the device. No further actions are required, as the device was implanted.

Event description:
Patient reported, right side capsular contracture, baker grade unknown. Healthcare professional later reported, capsular contracture, baker grade IV. Device has been explanted and replaced.